Event description:
Pt with significant stroke and cerebrovascular disease was recommended for a pfo closure by a neurologist who believed the source of the stroke was pfo related. A 9 french sheath was placed in the right femoral artery. Bubble study confirmed significant shunting from right to left. The pt developed transient st segment elevation in leads 2, 3 and f. While attempting a limited coronary angiogram of the right and left coronary artery using a 4 french sheath. The st segment elevation was no longer present and the coronary arteries were completely normal with no filling defects and no bubbles. The pt was hemodynamically stable throughout this time. Eventually an angioplasty guiding 8 french mp1 catheter was placed across the pfo. An amplatz super stiff wire was then passed into the la. This was exchanged with a nmt sizing balloon. Both fluoroscopic guidance and transesophageal echo guidance estimated the pfo to be approximately 8mm. While attempting to place a 10 french sheath over the guide wire into the la the anesthesiologist noted the pt blood pressure was dropping. Transthoracic echo revealed pt had a pericardial effusion. The dr summoned another dr to assist at this point. The pericardium was percutaneously drained without incidents. A 6 french pigtail catheter was left in place. As soon as the blood was withdrawn the pt blood pressure normalized. The dr decided to abandon the procedure due to a possible a left atrial wire perforation prior to attempting to place the cardioseal septal implant. The pt came out of general anesthesia awake, vitals were stable. The pt will be sent to the cicu.